Event description:
It was reported the customer's insulin pump as not delivering any insulin to the customer's body. It was also confirmed the customer received a no delivery alarm. The customer stated their blood glucose was over 500 mg/dl. Customer had treated their high blood glucose with an injection. The customer also changed out their supplies. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.